Manufacturer narrative:
The device has been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within range spec and no errors were observed during control solution testing. It should be noted: the results reported by the customer were not found in the meter's internal memory log.

Event description:
A customer reported receiving erratic readings on her precision xtra blood glucose meter. Custom reported receiving readings of 25 mg/dl, 29 mg/dl and 102 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.